Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable be identified. The event was not confirmed as the event was unable to be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer was asked to check the video cable that was used along with the video scope to confirm the issue. The customer replied stating the same video cable was used with a different video scope and there were no image problems. The device was returned. However, the customer allegation could not be confirmed. It was noted the probe surface had minor damage with no exposure of glue underneath and there were scratches near biopsy opening. The bending section cover adhesive was peeling. Image fiber breakage at the peripheral was noted. There were scratches on the insertion tube. The scope connector was loose but not leaking. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the video scope exhibited no image on the screen. The scope was plugged in before the patient entered the room and when physician found that there was no image, they replaced the device with a different scope for examination. There were no reports of patient harm associated with the event.